Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in canada. Consumer reported upon removal the string pulled out of the pessary leaving it inside her vaginal cavity. She used tweezers to remove the pessary and began to experience symptoms of a bladder infection. Two days later she went to the doctor and was diagnosed with a bladder infection and received unspecified treatment. She reported her health has improved and she did not experience any adverse health effects.